Event description:
It was reported that the pump was in the customer's pocket and subsequently, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 180 mg/dl. The customer reverted to manual injections for insulin therapy.